Manufacturer narrative:
The customer was assisted by an amo technical support, amo field service and the amo equipment specialist over the phone and it was determined that there was not an issue with the machine. The machine is continuing to be used at the customer location without further issues. A service call was not requested. An amo equipment specialist sat in with the surgeon during a surgery day and no problems were found with the operation of the equipment.

Event description:
During a phacoemulsification procedure on an extremely dense cataract the surgeon reported difficulties maintaining the chamber and experienced a chamber collapse and mild corneal burn. As a result, the surgeon converted the procedure to an extracapsular cataract extraction to remove the cataract. The patient was implanted with an anterior chamber lens and is expected to have a good outcome.